Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a service history review, a search for similar complaints, and a review of labeling. Review of the instrument service history indicated an abbott field service engineer visited the account on (B)(6) 2017 (the current complaint date of receipt) to evaluate a system error code. Field service reseated a syringe and flushed lines to address the error code. The customer replaced a bent mixer. There were no subsequent contacts from the customer since the bent mixer was replaced by the customer. Additionally, field service stated that the quality controls were within range after the mixer was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate as it provided adequate labeling regarding component replacement, the error code generated by the customer aad troubleshooting.. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, or for the mixer, ln 9d59, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a discrepant result was generated while using the architect c16000 analyzer. The customer retested specimens after it was discovered that the mixer was bent on the analyzer. The customer provided the following data: sodium: initial 116 (low), retest 138 (normal). No impact to patient management was reported.